Event description:
It was reported that patient experienced inadequate stimulation despite reprogramming attempt. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the leads were repositioned and remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: sc-2218-50, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7128999.

Event description:
It was reported that patient experienced inadequate stimulation despite reprogramming attempt. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the leads were repositioned and remained implanted. The patient was doing well postoperatively.